Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-02773, 3005099803-2015-02774 and 3005099803-2015-02775 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. A second jagwire guidewire was used and during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. During unpacking of a third jagwire guidewire, it was noted that the hydrophilic tip was detached, exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached, exposing the corewire tip and corewire by approximately 0.4cm. The detached segment was not returned. There was no evidence of corewire fracture. Evidence of adhesive remnants were found. The remaining pebax had evidence of degradation and had straight cuts which were consistent with mechanical-caused cuts. There was a bend in the distal section of the guidewire. The complaint is consistent with the returned guidewire that the distal tip was detached, exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage¿. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-02773, 3005099803-2015-02774 and 3005099803-2015-02775 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. A second jagwire guidewire was used and during the procedure, the hydrophilic tip detached, exposing the tip of the metal corewire. During unpacking of a third jagwire guidewire, it was noted that the hydrophilic tip was detached, exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.